Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the aiming beam was faded. Additionally, the alignment on the arm is way off and needs alignment and calibrations. Further investigation indicated that no physical issues were observed; however, the device was not functioning as intended, including failure to record, inability to toggle between modes, lack of activation or response, and noticeable light dimming. No information regarding the patient or procedure was provided.